Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a right common femoral artery after an interventional procedure. Reportedly, the sheath could not be completely split. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed. The thumb advancer was unlocked and retracted approximately 1 cm. This finding is consistent with reported use of the access ports to release and retract the thumb advancer to remove the device; however, the thumb advancer had not been retracted as far proximal as possible. The exchange sheath was completely slit; however, the damaged detected at the distal tip of the sheath indicates that the sheath was stretched during thumb advancement beyond the tubeset striking the opened vessel locator wings. A possible cause for the exchange sheath stretching is a tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced. Subsequently, the sheath elongates which can cause interference with clip deployment. During clip deployment, the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment. The vessel locator wings of this device were bent and did not fully collapse into the tubeset after clip deployment. The most probable root cause for the bent locator wings is due to tissue compressed between the tubes and open locators. This created distal force during thumb advancement, which can bend the locator wings during thumb advancement and device removal. The safety release rod was found to have been pushed inward out of the retaining tabs. The damage detected with the safety release button and rod indicates an attempt was made to collapse the vessel locator wings; however, the release button was pushed inward verse being slit distally using the safety release button, after the clip was deployed, but before the thumb advancer was retracted. Based on the investigation findings, the probable root cause for the difficulty slitting the sheath and subsequent failure to achieve hemostasis with the device is related to the operational context during use of the device. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A customer reported they observed a crack in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.